Manufacturer narrative:
Analysis did not occur as the event was a non-analyzable medical issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative (rep) concerning patient with implantable neurostimulator (ins) for unknown indication. It was reported there was a potential pocket site infection with discharge of fluid at the generator site. The patient was given antibiotics to see if the pocket would heal. The generator and leads were removed due to the suspected infection. The system was explanted (B)(6) 2019. No patient symptoms were reported. No further complications were reported/anticipated.